Event description:
It was reported that during implant, when attempting to place the lead near the his, the lead got stuck in the coronary sinus. The physician attempted to rotate the lead counter-clockwise and tugged on the lead, but there was still no movement. The catheter was slit and there was still no movement of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.